Event description:
It was reported that a clearlink solution administration set did not fit properly, resulting fluid to leak. The leak was observed at the threaded connector intended to connect to the peripheral catheter, in the lower distal section. The issue was noticed when connecting to the intravenous catheter during use. The device was replaced with a new device to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A push pull test was performed, and no disconnections were observed. An underwater leak test and air passage test were performed, and no leaks were observed. A traction test was performed, and the results passed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. The device was received filled with a solution and was contaminated with blood at the location of the luer lock. A visual inspection was performed; however, the reported problem of a leak or the location of the leak could not be confirmed or refuted in a visual inspection. Since the sample was contaminated with blood no further sample analysis could be performed. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.